Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. The vessel was re-wired and a second proglide device was to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was available.